Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer's blood glucose (bg) level was in the 200-400 mg/dl range; the bg was not currently at a high level. As the customer was not experiencing an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed.